Event description:
A 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent was deployed in the lad #6 of a pt. The lesion, located between lad #6 and lad #7, was described as moderately tortuous with little calcification and 90% stenosis and was not pre-dilatated. The operation was completed with no issue reported. Procedural images provided confirmed the successful deployment of the relevant stent; however 18 hours post implant, the pt presented with chest pain. Spasm of multi vessel was confirmed under ECG and cag. Medical intervention was performed but the pt's status did not improve and cardiac function decreased. The pt died with chest pain and spasm of multi vessel. The physician comment: "it is probable that the pt reacted to foreign substance (stent including bms and des) rather than related to the relevant stent but this cannot be specified. The cause of pt death was multi vessel spasm and there is no possibility of thrombosis". Communication from the field confirmed that antibiotic therapy was prescribed prior to the procedure as the pt was allergic, and that there was no findings of vessel damage or thrombosis post deployment of the relevant endeavor rx stent. The device has not been identified as the root cause of the event. Based on the information available, the possibility exist that the pt may have had a reaction with any type of foreign material that was implanted in the vessel; however, as this cannot be confirmed, a definite determination cannot be made. Spasm of coronary artery and death are listed as inherent risks of a pci procedure.

Manufacturer narrative:
(Secondary intervention: medications prescribed for multi vessel spasm), evaluation: procedural images review. Results: spasm of coronary artery, death. The lesion was not predilated.